Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the truepass needle broke in the patient. The tip was unable to be removed from the patient. A backup device was available to complete the procedure. A short delay of less than 30 minutes was reported. No patient impact was reported regarding the retained tip.